Manufacturer narrative:
The pt remains on lvad support with the replacement pump. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device. Approx 7 months post-implant, the pt was re-admitted to the hospital due to respiratory issues. At this time, the pump was functioning as intended. While hospitalized, the pt began receiving a continuous red heart alarm on the system controller and a low flow alarm on the system monitor. The system controller was exchanged with no effect. The pump was stopped by hospital staff on the evening of (B) (6) 2010 due to possible thrombus development based on the low flow condition. The pt decompensated overnight and had to be stabilized with catecholamine therapy. The pump was exchanged on (B) (6) 2010.